Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the proximal conductor. Analyst comments noted that the lead was returned in bad condition due to severe explant damage that prevented electrical continuity testing. Visual continuity inspection was limited to area of conductors visible only with non-destructive testing and a proximal coil fractured was observed. Concomitant product: 4469 competitor implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted. Follow-up was conducted to determine why the lead was returned, but no information was received. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.